Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, the device approached the tissue to resect the colon, the green button was pressed and the handle was squeezed; however the firing stopped after the blade advanced a little and then would not advance anymore. The cartridge indicator was found to be showed 0 on the display, then the cartridge was removed once and re-attached, but the indicator stayed showing 0 and it could not be used. The surgeon then used another device to resolve the issue in order to complete the case. The surgical time was extended by less than 30 min. There was no patient injury.